Manufacturer narrative:
Unit alarmed motor communication error and motor error during the rewind due to motor encoder signal out of phase. Unable to verify motor communication error alarms due to motor anomaly. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had more than two motor communication error alarms on their insulin pump. Customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.